Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the competitor rv lead pin could not be inserted into the ICD header, an impedance that was out of range was observed. The physician attempted to add a right ventricular (rv) lead; however, a pneumothorax occurred and a chest tube was required. No new rv lead was implanted. The ICD therapies were indicated to have been programmed off, and the ICD remains in use. No further patient complications have been reported as a result of this event.